Event description:
Information was received from a patient who was receiving morphine (unknown dose and concentration) via an implantable pump for spinal pain. The event date was maybe 6 months prior. The patient stated that the pump was flipped/moves in the pocket. The patient was diagnosed with cryptogenic cirrhosis of the liver and lost 65 lbs. It was reviewed that weight loss can have an effect on pump pockets. The patient had discussed this issue with the health care professional and they had stated it was not urgent. The patient was redirected to the health care professional to discuss pump moving. The patient had an appointment with the healthcare professional on (B)(6) 2016. There were no symptoms reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.